Event description:
It was reported via journal article that a post procedural complication of stroke was observed. The patient was diagnosed with intracranial atherosclerotic disease (icad) and was selected for primary angioplasty treatment. The patient had measured baseline stenosis of >/= 50% using warfarin-aspirin symptomatic intracranial disease (wasid) criteria. The patient was treated using femoral access and placement of a 6-fr or 7-fr guide catheter in the cervical carotid or vertebral artery. Intravenous heparin was given after groin puncture with the goal to maintain activated clotting time >250 seconds. After diagnostic angiography, a maverick balloon catheter was advanced across the lesion over a 0.014-inch microwire either with direct access or after microcatheter exchange. The balloon was inflated slowly under fluoroscopic roadmap guidance over several seconds to the nominal inflation pressures and kept inflated for approximately 15 to 30 seconds and then deflated. The patient was discharged on antiplatelet therapy unless warfarin was required for a history of atrial fibrillation. In one case, a procedure related stroke occurred in a patient with 90% vertebral artery stenosis.

Manufacturer narrative:
Age at time of event: (B)(6). Event date: between (B)(6) 2003 and (B)(6) 2009. Journal article: thanh n. Nguyen, md; osama o. Zaidat, md; rishi gupta, md; raul g. Nogueira, md; nauman tariq, md; junaid s. Kalia, md; alexander m. Norbash, md; adnan I. Qureshi, md (2010). Balloon angioplasty for intracranial atherosclerotic disease periprocedural risks and short-term outcomes in a multicenter study. 2010 american heart association, inc. Pgs. 107-111. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).